Event description:
The end user reported weeping skin under his wafer located under tape border along bottom and left side, and that there was no leaking of urine. The end user saw his physician on (B)(6) 2014 and was prescribed an anti-fungal powder (does not know name) and an oral antibiotic, sulfamethoxazole to be taken once daily. The end user stated the antifungal powder may have slightly decreased the weeping and he still takes his oral antibiotics. The end user will call back if weeping does not resolve, was advised on crusting with stomahesive powder and drying well before applying wafer.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.